Event description:
Information was received indicating that a smiths medical cadd ms3 cartridge containing a remodulin got jammed in the ms3 pump and the remodulin leaked all over. The reporter indicated that part of the cartridge broke and was stuck at the bottom of the pump. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received by smiths on 01 nov 2019. Reported that the product fault occurred while in use with a patient and reported problem did not cause or contribute to patient or clinical injury. Reported that infusion is life-sustaining and patient received no medical treatment. It was also reported that the event was event resolved.